Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009 the patient presented with the following pre-op diagnosis: lumbar stenosis, l4-s1. The patient underwent: posterior spinal fusion from l4 to s1; segmental instrumentation from l4 to s1; bone grafting to lumbar spine with autograft bone-bank bone and rhbmp-2/acs. As per op notes, a combination of the rhbmp-2/acs autograft bone from the spine as well as bone-bank bone were placed in the lateral gutters of l4, l5, s1 after they were thoroughly decorticated. No patient complications were noted.

Event description:
It was reported that the patient had a pre-op diagnosis of lumbar stenosis prior to his (B)(6) 2009 surgery. The patient presented with longstanding back and leg pain. The following procedures were performed on (B)(6) 2009 - posterior spinal fusion l4 to s1, segmental instrumentation from l4 to s1, and bone grafting to lumbar spine with autograft bone bank bone and infuse. (B)(6) 2009 - the patient had a pre-operative diagnosis of left l5 foraminal stenosis. The patient presented with severe left l5 radicular type pain. The following procedures were performed- left l5-s1 medial facetectomy, left l5 pars resection, left l5 foraminotomy (the surgery was 50% more difficult because of significant scar tissue, previous l4-s1 fusion, and the patient's obesity. (B)(6) 2012 - the patient had a pre-operative diagnosis of a non-union at l5-s1. The following procedures were performed- removal of in strumentation of the l4-l5 and l5-s1, exploration of fusion l4-l5 and l5-s1, and bone grafting at l5-s1 using autograft, progenix, and cancellous allographic chips. (B)(6) 2009 -the patient had a pre-operative diagnosis of lumbar spine degenerative disc disease secondary to lumbar spondylosis and stenosis at l4-5 and l5-s1. The patient presented with a long history of progressive low back pain and bilateral lower extremity pain and numbness. Pre-operative imaging studies indicated lumbar spine degenerative disc disease and secondary spondylosis and foraminal narrowing at l4-5 and l5-s1. It was reported that the patient's post-operative period was marked by severe, painful complications which included but were not limited to- the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.